Manufacturer narrative:
Reporting quarter: 1 (january 1 - march 31, 2025). Url source: https://marcqi.org/marcqi-registry-reports-marcqi-annual-reports/ summary of adverse events: it was reported that, in the michigan arthroplasty registry (marcqi) 2024 annual report from the united states, a total of six hundred eleven (611) hips underwent tha procedures between (B)(6) 2012 and (B)(6) 2023, using polarcup acetabular cups. From these, thirteen (13) reasons for revision are provided within the report: seven (7) revisions due to aseptic loosening, two (2) revisions due to malalignment, one (1) revision due to joint infection, one (1) revision due to periprosthetic fracture of the acetabulum, one (1) revision due to periprosthetic fracture of the femur and (1) revision due to metallosis. The exact number of revisions performed is not reported by marcqi; therefore, it is not possible to determine whether multiple reasons for revision apply to a single revision case. For the purpose of this report, each revision will be considered to have a one-to-one relationship with a single reason. No further information is available. Timeframe of registry data: implantations conducted in the united states between (B)(6) 2012 and (B)(6) 2023. Analysis conducted: based on the most recent safety and performance evaluation, the polarcup dual mobility acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. According to this registry report, a total of six hundred eleven (611) primary tha procedures with polarcup dual mobility acetabular components have been performed in the united states between (B)(6) 2012 and (B)(6) 2023. From these, thirteen (13) reasons for revision are provided with aseptic loosening accounting seven (7) instances, which indicates that at least seven (7) revision surgeries have been performed for this system. Information from this annual report shows that failure rates of polarcup dual mobility are in line with the primary conventional tha average (referred to as the ¿class¿ below), as demonstrated by lower or overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: o at 1st postoperative year: 0.83% (0.35%-1.98%) vs 1.51% (1.45%-1.57%) of the class. O at 3rd postoperative year: 1.69% (0.91%-3.12%) vs 2.19% (2.12%-2.27%) of the class. O at 5th postoperative year: 2.10% (1.19%-3.67%) vs 2.61% (2.53%-2.70%) of the class. O at 7th postoperative year: 2.40% (1.39%-4.14%) vs 2.95% (2.86%-3.05%) of the class. O at 5th postoperative year: 2.40% (1.39%-4.14%) vs 3.43% (3.30%-3.57%) of the class. Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health have been identified. The reported harms relate to known inherent procedural outcomes that are appropriately documented in our risk files. No individual investigations into the reported events are deemed necessary. Additional action(s) taken: no additional actions are deemed necessary at this time. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.

Event description:
It was reported that, in the michigan arthroplasty registry (marcqi) 2024 annual report from the united states, a total of six hundred eleven (611) hips underwent tha procedures between (B)(6) 2012 and (B)(6) 2023, using polarcup acetabular cups. From these, thirteen (13) reasons for revision are provided within the report: seven (7) revisions due to aseptic loosening, two (2) revisions due to malalignment, one (1) revision due to joint infection, one (1) revision due to periprosthetic fracture of the acetabulum, one (1) revision due to periprosthetic fracture of the femur and (1) revision due to metallosis. The exact number of revisions performed is not reported by marcqi; therefore, it is not possible to determine whether multiple reasons for revision apply to a single revision case. For the purpose of this report, each revision will be considered to have a one-to-one relationship with a single reason. No further information is available. Timeframe of registry data: implantations conducted in the united states between (B)(6) 2012 and (B)(6) 2023.

Manufacturer narrative:
H11: this report is submitted in response to the FDA¿s observations regarding smith+nephew¿s (s+n) summary MDR reporting practices under (B)(4), communicated on july 1, 2025. As a result, the data previously reported through MDR 9613369-2025-00079 is no longer valid as it will be migrated and submitted under MDR 9613369-2025-00074 by the end of the third reporting quarter, as agreed with the FDA.